Manufacturer narrative:
A visual inspection was performed on the retuned guide wire, and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint reported from this lot. It should be noted that the instructions for use states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous angioplasty (pta), in arteries such as femoral, popliteal and infra-popliteal arteries. The investigation determined the reported difficulties and noted damages appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the technique used to advance or pull the guide wire and graft through the anatomy likely resulted in the separation and subsequent damages to the polymer and core. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. Additionally, the treatment appears to be related to the operational context of the procedure as the separated portion of the guide wire was removed using a snare device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, the patient presented with an abdominal aneurysm, protruding into the left leg. A prosthetic graft was placed in the abdominal area. To manipulate the graft down into the left iliac artery as desired, a ht command guide wire, along with a snare, was attempted to engage with the graft and to pull the graft down into the left iliac. During this operation, the ht command guide wire engaged and pulled the graft down as desired, however, the guide wire separated into two pieces. The separation occurred close to the weld site. A snare was used to retrieve the separated portion and all was removed as a single unit and nothing was left in the anatomy. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.